Event description:
Additional information was reported that the event occured in italy on (B)(6) 2019. The pump had a reservoir volume of 20ml.and the pump was previously programmed in constant flow. The pump was explanted and replaced with a prometra ii pump. At explant, it was reported the catheter was examined and showed csf drip and the pump was programmed with a demand bolus of .2mg, concentration 1mg/ml, for 10 minutes; no beading at the pump stem was reported. During the follow up it was also notified that the pump was explanted on august 02, 2019. Just after the explant from the patient, the pump was checked in the or table doing the test and there was no response on the pump infusion.

Manufacturer narrative:
Complaint was issued for the pump being returned due to "under infusion". An investigation showed that the pump primed and flowed within specification. Flowonix CAPA 00030 has been issued to address pumps that are returned for volume discrepancies and the associated returned product investigations result in no product issues being identified. Flowonix has opened CAPA 00030, which is currently in the implementation state, to address pump not working properly, volume discrepancies - non product, issues. Internal complaint number: complaint- (B)(4).

Event description:
Additional information received that the pump due to a lack of efficacy has been removed. The pump after the implant seems to have problem with the perfusion of the drug.

Manufacturer narrative:
Complaint (B)(4) was issued for the pump being returned due to "under infusion". Pump was explanted and returned to the plant for investigation. The pump primed and flowed within specification. The issued was not confirmed. The DHR review did not identify any non-conformities, issues or capas associated with catheter kit and sub assembly function. Corrected data- d4- UDI. H4- manufacturing date. D6- implant date. Additional data- b5- event description. D4- model #. D4- catalog #. D4- lot #. D7- explant date. Internal complaint number: complaint- (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based. The pump was subsequently explanted.